Manufacturer narrative:
The pod was received with the cannula assembly fully deployed, but the formed needle was exposed and visible through the soft cannula. The soft cannula was found to be kinked, and in addition to the kink there was a small tear at the location of the tip of the exposed formed needle. Investigation found the slide retract to initially not be fully retracted. After removing the pod's housing completely, the retract went into it's fully retracted position. Investigation of needle mechanism components did not find any damage or abnormalities that would contribute to the failure of the needle to fully retract. However, scoring marks on the inside of the top housing are indicative of a linkage assembly error. While the formed needle was found to be exposed initially, the exact cause of this event could not be determined, and it could not be determined the exact cause of the reported bleeding. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patients blood glucose levels reached over 250 mg/dl while wearing the pod between 36 and 48 hours on the arm. The patient also stated that there was some bleeding from the site.